Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose level rose to 17 mmol/l (306 mg/dl) while wearing the pod between 1 and 4 hours. The patient¿s guardian reported being unsure if the cannula was properly seated in the infusion site (leg). In addition, it was reported insulin had leaked from the pod and, when the pod was removed, the cannula was found to be bent. As treatment, the patient was administered multiple unsuccessful correction boluses and a manual insulin injection. A new pod was applied, and the original pod was discarded after removal.